Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed. The mpu (serial number: (B)(6)) was returned to service depot for evaluation and damage to the patient cable was observed. The mpu was functionally tested with a test system controller and mock circulatory loop and the reported event was reproduced. The mpu patient cable was replaced, and the alarms resolved. Installed 3 new aa batteries. A full functional test was performed per mpu service procedure and the device passed all test steps. The repaired (B)(6) was returned to the customer site. Further evaluation of the removed mpu's patient cable revealed tears in the insulation of the inner wires exposing the underlying conductors. Breakdown of the shielding and underlying jacket was also observed. Contact between the gray (rsoc) wire and the cable shielding resulted in the reported no external power alarms. Although the root cause of the cable¿s (inner wires) damage could not be conclusively determined, it appeared consistent with fatigue due to repetitive bending or twisting of the cable during use. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the mobile power unit. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller and mobile power unit (mpu) power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to twist, kink, or sharply bend the system controller or mpu power cables and to carefully unravel and straighten the cables if they become twisted, kinked, or bent. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including the mpu. These sections also inform the user to replace any equipment or system component that appears damaged or worn. The device history records were reviewed and the records revealed that the mobile power unit (mpu) was manufactured in accordance with mfg and qa specifications. (B)(6) was shipped to the customer on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having no external power alarms while connected to the mobile power unit (mpu). The patient switched to battery power and the alarms resolved.